Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain, patient didn't feel well, swelling, antibiotics were taken until the patient could come to the practice after the lockdown (covid19).